Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 1.5, 1.6, 1.7, and 2.2 were not detected on the bus, but when drawer 2 was unplugged, drawers 1.5, 1.6, and 1.7 were successfully found and recovered. A field service engineer replaced the control module for drawer 2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer was not detected on the bus. The customer stated that the drawer was not detected on the bus when the user tried to issue medication to a patient, causing a malfunction, but there was no delay in the patient care workflow. However, there were no adverse events or injuries reported based on this event.